Event description:
A surgeon reported a vertical gas breakthrough near the flap hinge causing an incomplete flap generation of the patient's left eye. Reporter indicated the flap could not be lifted completely additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information related to the patient, however at this time additional information has not been received. Clinical review revealed a short canal. As a result, fluid/gas created by the laser disruption was not vented through the opening of the canal, but was pushed under the applanated area. This resulted in a bubble between patient interface and cornea which caused an uncut area near the hinge/canal opening and at the mid-periphery of the temporal side (7 o'clock position in image). The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on alcon wavelight's acceptance criteria. The root cause was identified to be too short canal set by the user. It is recommended to extend the canal to the end of the meniscus/end of applanation area. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria.

Event description:
Attempts have been made to obtain additional information, at this time additional information has not been received.